Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 14f manta was deployed for closure. The physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath, the bypass tube would bounce back out. The physician removed the first manta device off the guidewire. The sheath was left in place and a new 14f manta device was opened, however, the same issue occurred. A third 14f manta device was opened, the original manta sheath was replaced with a new manta sheath, and the manta closure device deployed with no further complication, successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to MDR fu-3010252479-2021-00211 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: when inserting the initial manta closure device into the sheath, the bypass tube would not fully seat into the valve and would continually back out of the sheath. The physician decided to fully remove the manta device off of the guidewire and requested a second manta device to be opened. The physician loaded the second manta device over the guidewire, upon inserting the second bypass tube into the existing sheath. The second bypass tube would not fully seat into the valve and continued to back out. At this point, the physician determined that there was an issue with the sheath itself and requested a third manta system to be opened. With full utilization of the sheath and manta device from the third product opened, the device was successfully deployed with no further issues. Current patient condition is reported as fine. Associated to: MDR 3010252479-2021-00211 manta.